Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no low battery alert noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value 442 mg/dl. Customer declined to troubleshot for high blood glucose. Customer also stated insulin pump had low battery alert. The insulin pump will be returned for analysis.